Manufacturer narrative:
No malfunction suspected. End user reported that while operating the power wheelchair in the home, the end user was moving a heavy table leaf. The leaf slipped, hit the footplate, and the end user fell. The end user was not wearing a seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: do not carry passengers or cargo." And "[t]o avoid serious injury or death: [a]ways use the seat belt." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
The end user was moving a heavy table leaf while operating the power wheelchair and when it slid down, he fell.